Event description:
On (B)(6) 2024 fujifilm healthcare americas corporation was informed of an event involving ec-760r-v/l. It was reported that during procedure the provider had a hard time visualizing the colon and the scope would black out during the procedure, which required us to press the first button to turn the image back on. This event occurred approximately 5-6 times during the case. It took longer than usual to complete the procedure. As such, this report is being submitted in an abundance of caution.

Manufacturer narrative:
Ref comp #(B)(4).